Manufacturer narrative:
Microsensor (ID (B)(6)) was returned for evaluation, however, due to condition of the catheter received, it was not possible to test the device. Pictures were provided and evaluated. Failure analysis - the issue of the complaint was unable to be confirmed. Received catheter without the connector, appears to have been pulled/torn away. Root cause analysis- based on the pictures, the root cause could be determined as a mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) could not be detected by the icp monitor (ID 826637) on (B)(6) 2023. The sensor was removed on unknown date and was not replaced. According to information provided, it is unknown if the patient experienced any signs and symptoms. The patient is doing well.